Event description:
We have had three incidents in the past year. This report centers on the first incident listed below. I will include additional details about the other two incidents in this section. I do not have patient specific information on the second two incidents. The suction canister was connected to wall suction. Wall suction was on. It is assumed that the tubing from the "patient" nozzle was clamped but that cannot be confirmed. Staff report the canister spontaneously "exploded sending pieces of plastic flying". The implosion was loud. No injuries. The suction canister was connected to wall suction. Wall suction was on. It is assumed that the tubing from the "patient" nozzle was clamped but that cannot be confirmed. The canister was bumped by the stretcher as the patient was rolled in for the procedure and it imploded. No injuries. The suction canister was connected to wall suction. Wall suction was on. It is known that the tubing from the "patient" nozzle was clamped. The canister spontaneously imploded. No injuries.